Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported failure. The electrical continuity test passed. The cable cord was connected to generator without excessive force. The erbe generator recognized the instrument on multiple attempts. The instrument was placed on an in-house system was also recognized on multiple attempts. No faults or error messages appeared during in-house testing. A wet paper towel was held between grips and began to smoke when the seal pedal was pressed. The steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy was observed. A grip force test was performed on the grips as additional testing and it measured at 6.46 lbf in straight orientation, 6.71 lbf in yaw, and 6.62 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Electrode gap test passed at the distal end of the grips. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument did not adequately seal. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend was not "cauterizing correctly". The instrument was replaced and the procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no bleeding experienced by the patient. The audible tones were noted but no thermal effect or error messages were observed. The tissue was not calcified and no clips or staples were encountered. No debris was noted no the jaws of the instrument.